Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, the device was broken shell and missing shell and red particles in the fill channel. A microscopic analysis and leak test were performed which identified broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, the device was broken shell and missing shell and red particles in the fill channel. A microscopic analysis and leak test were performed which identified broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.